Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. Device logs confirmed four 200j shocks were delivered; the first delivered 172.3j, not 72.3j as mistakenly reported. All energy deliveries were within specification. The device passed functional testing with no fault found. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown) the device failed to discharge the correct energy level during four resuscitation attempts. The complainant indicated that the patient subsequently expired.